Event description:
Homemonitoring alerts were sent regarding high shock impedances of over 150 ohms. The patient was brought in for a follow up where hv impedance = 69 with rv>svc>can rv>svc = greater than 150 ohms, can to rv=70 ohms suspect early clavicular crush on hv2 wire. Pocket, isometrics, arm positioning negative for noise. This device was reprogrammed to shock vector rv to can per his physician. By eliminating the svc coil, impedances have been normal since.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.